Event description:
It was reported that there were no data atrial tachycardia/ atrial fibrillation trend when patient was in atrial fibrillation. It was suggested to clear diagnostics and re-interrogate after a few minutes, which was done. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.